Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA for assistance with onetouch ultralink meter due to a testing in setup mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The reported issue began on (B)(6) 2014. The patient subsequently developed symptoms described as ¿high blood sugar, shaking, sweating, and feeling really ill.¿ the patient reportedly managed his diabetes with more food/drink on (B)(6) 2014. There was no report of any required hcp medical intervention at the time of concern. The issue was not resolved with troubleshooting. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the testing in setup mode issue began. The lfs product was replaced and requested back for investigation.